Event description:
It was reported that a patient underwent a laparoscopic recurrent hernia repair on an unknown date and mesh was used. The patient experienced chronic pain. The patient underwent a laparoscopic procedure which showed that the mesh was adhered to the bowel not the abdominal wall. The surgeon completed the repair procedure with a different mesh product.

Manufacturer narrative:
(B)(4): recurrent hernia occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Corrected narrative: patient had a lap ventral hernia repair in (B)(6) 2011 and mesh was used. The patient had a recurrent hernia operation on (B)(6) 2012. During the reoperation, numerous adhesions were found. (B)(4).